Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed and customer was able to resolve no delivery with reservoir change. Customer was advised that reservoir and infusion set would be replaced.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.